Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. H9 FDA correction/removal reporting no.: 3005423519-10/12/2021-001-r. Non-conformances were identified related to device malfunction and will be handled through mentor¿s quality system. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision with saline mentor smooth round moderate profile 300cc and experienced capsular contracture baker grade iii along with rupture on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal on oct 18, 2023.

Manufacturer narrative:
On jan 25, 2024, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, microscopic examination, and shell thickness of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 300cc returned device. Leak testing was performed, in accordance with mentor procedures, and it identified two tears (tear a and tear b) on the posterior view, both measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear a. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. However, the cause of the tear b could not be identified. Therefore a thickness measurement was conducted on the shell at the tear b, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the rupture were found. Although no conclusion could be reach on the cause of tear b, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Based on the information currently available, a microscopic examination of the returned product in tear a indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4) on jan 29, 2024, it was noticed the date of event was incorrect in the previous report. The correct date of event is jun 1, 2023.